Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt to use one nc euphora ptca balloon catheter to treat a moderately calcified, moderately tortuous lesion exhibiting 75% stenosis located in the right coronary artery (rca). There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was predilated. The catheter was used for post-dilation after the non medtronic stent was implanted. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that removal difficulties occurred and difficulty removing the balloon following balloon inflation was experienced. It was stated that no inflation was obtained when attempting to post dilate the non-medtronic stent and removal difficulties occurred. It was stated that after this occurred pressurization was performed to 6atm, negative pressure was then slowly applied and the balloon was deflated. Although there was resistance, the balloon was successfully removed from the patient. The patient was reported to be alive with no injury.

Manufacturer narrative:
Additional information: it was stated that the lesion was from the right ventricle branch to the acute marginal branch (cass #2) and from the acute marginal branch to the posterior interventor (pd) (cass # 3). There was no damage noted to the guidewire after removal from the patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the distal tip was deformed. The balloon folds were expanded. Contrast was visible in the balloon. Device placed in the waterbath to disperse the contrast. Upon removal the device passed negative prep. The balloon was inflated to nominal pressure of 12atm with no issues noted. The balloon maintained pressure. No burst was detected on the balloon. No damage was noted to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.